Event description:
It was reported when using the bd saf-t-intima¿ IV catheter safety system the tubing ruptured. The following information was provided by the initial reporter and translated to english. The customer stated: ¿the extension tube was broken, it happened in the otolaryngology department ¿

Manufacturer narrative:
H6: investigation summary: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. A device history review could not be completed as no batch number was provided. Based on the limited investigation results, a cause for the reported incident could not be determined. H3 other text : see h10.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd saf-t-intima¿ IV catheter safety system the tubing ruptured. The following information was provided by the initial reporter and translated to english. The customer stated: ¿the extension tube was broken, it happened in the otolaryngology department .¿